Event description:
It was reported to boston scientific during an endoscopic retrograde cholangiopancreatography (ercp) procedure, as the physician started to cannulate the papilla vater in the duodenum, the tip of the jagtome sphincterotome appeared to deform/split. The physician removed the damaged sphincterotome. No pieces were left inside the patient and the procedure was completed with the use of another similar device. The patient was not harmed.

Manufacturer narrative:
.